Manufacturer narrative:
Based on the additional information, the following fields were updated.

Event description:
The distributor provided the following additional information: a new mesh was used in the revision. Although the screw part and lot numbers remain unknown, it was confirmed that a screw of the same size was used in the revision. The patient is recovering well and has not sustained any permanent or on-going impairment or medical conditions.

Manufacturer narrative:
(B)(4). At this time the part and lot number of the screw is unknown. Review of device history records for the mesh identify the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision due to pain and limited eye movement was reported. It was identified the "shape of mesh which was fixed to the orbital floor was different clearly compared to the original surgery and the fixed mesh was rising up in the depth of the orbital floor. Although mesh was fixed to the infra-orbital margin using one screw to avoid the rising up in the depth, surgeon stated that rising up was unbelievable because an original surgery was performed after making a fracture model." A revision was completed by removing and replacing the mesh. Additional information was requested but has not been received at this time.